Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported the patient's right hip was revised due to the shell migrating vertically. The shell, liner, and head were revised. Rep confirmed there are no allegations against the revised liner and shell.